Event description:
Customer's family member called to report the driver arms were separated. It was stated that they were able to push the arms back and the pump was working properly. Device was not dropped or bumped.